Manufacturer narrative:
The customers reported the complaint confirmed issue was identified as the cold cathode fluorescent lamp (ccfl) burnt out that causes backlight of the dim display.

Manufacturer narrative:
G4: 03jun2020. B4: 04jun2020. The customer reported replacing the ui assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
It was reported that the unit had a dim display. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the user interface (ui) assembly.